Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2018, the patient underwent intervertebral disc fusion fixation by minimal invasion due to prominent intervertebral disc. Intra-op, the nut slipped. The device came in contact with the patient. No patient complications were reported.